Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the adc freestyle libre sensor detached on day 6 of wear. On (B)(6) 2020, the customer experienced a seizure and subsequently lost consciousness and was treated by a non-hcp with a glucagon injection. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported the adc freestyle libre sensor detached on day 6 of wear. On (B)(6) 2020, the customer experienced a seizure and subsequently lost consciousness and was treated by a non-hcp with a glucagon injection. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.section h4 (device mfg date) was updated based on DHR attachment.